Event description:
On tuesday, (B)(6) 2018, (B)(6) appt 9:30 decided I wanted contact lenses. I put them in and kept the packages they came out of. I came home looking over the packages and realized they were expired. She gave me two different kinds, acuvue dated (B)(6) 2015 and comfilcon dated (B)(6) 2012. I was very unhappy with that. I feel as though it can cause serious damage to my eyes.